Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) had a torn and broken haptic. Additional information was provided by a nurse, who clarified that it was the patient's capsule that tore and a vitrectomy was performed. The iol was already in the eye when the capsule tore. The surgeon cut out the iol and replaced it with a different model iol. The nurse indicated there was nothing wrong with the original iol. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned. Solution was observed on the lens. Haptic damage observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, with a handpiece and viscoelastic. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. (B)(4).